Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not aspirate the correct amount of sample or diluent from position a5 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.